Event description:
One pt sample with thyroid results that do not fit the clinical picture and are discrepant when compared to a different methodology. (No units of measure provided for different methodology). Initial tsh gave 0.34 uiu/ml; repeat gave 1.42. Initial free t4 gave 27.0 pmol/l; repeat gave 16.1. Free t3 gave 10.1 pmol/l - no repeat data provided. If additional info is received, appropriate notification will be provided.